Event description:
(B)(4). It refers to a (B)(6) female patient in united states, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. The consumer informed that experienced numbness on thigh. She informed that in the past three or more years from this report she has lost half of hair, and experienced debilitating joint pain. It was also stated that the consumer has mucus-y, sour smelling vaginal discharge and her doctor was unable to identify, accompanied by itching and burning pain. Furthermore she reported that her periods have become progressively more painful with extremely heavy bleeding, and had all over body aches. Follow-up received on 03-dec-2015 with the final ptc investigation result (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up received on 06-may-2016: information received via legal claim states that plaintiff had essure implanted on or about (B)(6) 2009. Subsequent to implantation, she began to suffer from severe pelvic pain, numbness in extremities, fatigue, joint pain, anemia, vitamin d deficiency, decreased libido, and insomnia. Plaintiff had to have a hysterectomy and a bilateral salpingo-oophorectomy as a result of essure. Follow-up received on 26-may-2016: quality safety evaluation results received. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. Upon receipt of follow-up information, this case became legal. It was also reported that a hysterectomy and a bilateral salpingo-oophorectomy were performed as a result of essure. The event is listed in the reference safety information. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature, a causal relationship between the event and suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity, caesarean section (pregnancy) on (B)(6) 2007, carpal tunnel release (carpal tunnel) in (B)(6) 2007, gravida I, parity 1 (date of births: (B)(6) 2007), haemorrhage in pregnancy in 2006 and premature birth (babys due date was (B)(6) 2007) on (B)(6) 2007. Previously administered products included for type 2 diabetes: metformin in 1997 and tresiba. Concurrent conditions included obesity, blisters, pruritus and nickel sensitivity. Concomitant products included levothyroxine sodium (synthroid) for thyroid activity decreased as well as colecalciferol (vitamin d) and cyanocobalamin (vitamin b12). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("debilitating joint pain / joint pain / persistent and severe joint pain / all over joint aches / joints pain(acute , severe and persistent)") and abdominal pain ("abdomen pain(acute , severe and persistent)"). On an unknown date, the patient experienced hypoaesthesia ("numbness on thigh / numbness in extremities / numbness on my left thigh"), alopecia ("lost half of hair / hair loss"), secretion discharge ("mucus-y"), vaginal discharge ("sour smelling vaginal discharge accompanied by itching and burning pain / odorous vaginal discharge"), vulvovaginal pruritus ("sour smelling vaginal discharge accompanied by itching and burning pain"), vulvovaginal pain ("sour smelling vaginal discharge accompanied by itching and burning pain"), dysmenorrhoea ("periods have become progressively more painful"), menorrhagia ("with extremely heavy bleeding / excessive menses"), pain ("all over body aches"), fatigue ("fatigue / chronic fatigue"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency"), libido decreased ("decreased libido /low libido"), insomnia ("insomnia"), hypothyroidism ("inactive thyroid"), pruritus ("itching(itchiness)/external itching"), burning sensation ("burning"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia-like symptoms"), hypersensitivity ("hypersensitivity reaction") and blister ("blisters"). The patient was treated with estrogens, diphenhydramine hydrochloride (benadryl itch), ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypoaesthesia, alopecia, arthralgia, vaginal discharge, vulvovaginal pruritus, vulvovaginal pain, dysmenorrhoea, menorrhagia, pain, fatigue, anaemia, vitamin d deficiency, libido decreased, insomnia, hypothyroidism, burning sensation, dyspareunia, abdominal pain, allergy to metals, fibromyalgia, hypersensitivity and blister had resolved and the secretion discharge and pruritus was resolving. The reporter considered abdominal pain, allergy to metals, anaemia, blister, burning sensation, dyspareunia, fatigue, fibromyalgia, hypersensitivity, hypothyroidism, insomnia, libido decreased, pelvic pain, pruritus and vitamin d deficiency to be related to essure. The reporter provided no causality assessment for alopecia, arthralgia, dysmenorrhoea, hypoaesthesia, menorrhagia, pain, secretion discharge, vaginal discharge, vulvovaginal pain and vulvovaginal pruritus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Dye test in appr. 90 days after implant. I had dozens of tests done including a vaginal ultrasound and a tissue biopsy. Nothing has showed. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs - new events inactive thyroid, itching(itchiness)/external itching, burning, painful intercourse, abdomen pain(acute , severe and persistent), nickel allergy, fibromyalgia-like symptoms, hypersensitivity reaction and blisters were added. Product explant date was added. Patients information was added. New reporter was added. Aka name was added. Historical and concomitant conditions and medication were added. Lab data was added. Outcome for all the events was updated.essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain") in a 51-year-old female patient who had essure (batch no: 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, caesarean section (pregnancy) on (B)(6) 2007, carpal tunnel release (carpal tunnel) on (B)(6) 2007, gravida I, parity 1 (date of births: on (B)(6) 2007), haemorrhage in pregnancy in 2006, premature birth (baby¿s due date was on (B)(6) 2007) on (B)(6) 2007, discomfort, menstrual disorder, pruritus genital, insomnia and dysfunctional uterine bleeding. Previously administered products included for type 2 diabetes: metformin and tresiba. Concurrent conditions included obesity, blisters, pruritus and nickel sensitivity. Family history included type ii diabetes mellitus and cerebrovascular accident. Concomitant products included levothyroxine sodium (synthroid) for thyroid activity decreased as well as amphotericin b (amphotericin), clotrimazole, cyanocobalamin, fluconazole (diflucan), glibenclamide (glyburide), ibuprofen (motrin), metformin, miconazole nitrate (monistat), oxycodone hydrochloride; paracetamol (percocet) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("debilitating joint pain / joint pain / persistent and severe joint pain / all over joint aches / joints pain(acute , severe and persistent)"), vulvovaginal pruritus ("sour smelling vaginal discharge accompanied by itching and burning pain"), libido decreased ("decreased libido /low libido"), dyspareunia ("painful intercourse") and abdominal pain ("abdomen pain(acute , severe and persistent)"). In 2010, the patient experienced fatigue ("fatigue / chronic fatigue"). In 2012, the patient experienced alopecia ("lost half of hair / hair loss"). In 2013, the patient experienced hypoaesthesia ("numbness on thigh / numbness in extremities / numbness on my left thigh") and anaemia ("anemia"). On an unknown date, the patient experienced secretion discharge ("mucus-y"), vaginal discharge ("sour smelling vaginal discharge accompanied by itching and burning pain / odorous vaginal discharge"), vulvovaginal burning sensation ("sour smelling vaginal discharge accompanied by itching and burning pain"), dysmenorrhoea ("periods have become progressively more painful"), menorrhagia ("with extremely heavy bleeding / excessive menses"), pain ("all over body aches"), vitamin d deficiency ("vitamin d deficiency"), insomnia ("insomnia"), hypothyroidism ("inactive thyroid"), pruritus ("itching(itchiness)/external itching"), burning sensation ("burning"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia-like symptoms"), hypersensitivity ("hypersensitivity reaction") and blister ("blisters"). The patient was treated with diphenhydramine hydrochloride (benadryl itch), estrogens, ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypoaesthesia, alopecia, arthralgia, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysmenorrhoea, menorrhagia, pain, fatigue, anaemia, vitamin d deficiency, libido decreased, insomnia, hypothyroidism, burning sensation, dyspareunia, abdominal pain, allergy to metals, fibromyalgia, hypersensitivity and blister had resolved and the secretion discharge and pruritus was resolving. The reporter provided no causality assessment for alopecia, arthralgia, dysmenorrhoea, hypoaesthesia, menorrhagia, pain, secretion discharge, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus with essure. The reporter considered abdominal pain, allergy to metals, anaemia, blister, burning sensation, dyspareunia, fatigue, fibromyalgia, hypersensitivity, hypothyroidism, insomnia, libido decreased, pelvic pain, pruritus and vitamin d deficiency to be related to essure. The reporter commented: she not sought medical treatment for joint aches, chronic fatigue, hair loss, excessive menses, painful intercourse, low libido, numbness in left thigh 3 coils were noted within the endometrial cavity, 3 coils remained within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: occlusion coils are visualized in the proximal fallopian tubes bilaterall. Pathology test: on (B)(6) 2015: specimen source: a. Uterus, bilateral fallopian tubes clinical history: final pathologic diagnosis: uterus (85.9 grams) and fallopian tubes: cervix, negative for cin and glandular atypia - endometrium - benign [proliferative phase] endometrium without hyperplasia, polyp or atypia, myometrium, c-section scar. Serosa, [no pathologic abnormality, fallopian tubes with previous ligation the left fallopian tube is 6.4 x 0.7 cm, with delicate fimbriae. The serosa is violaceous and smooth. Cut sections reveal a pinpoint lumen. Present within the proximal aspect of the fallopian tube is a 3.5 x 0.1 cm metallic coiled device. The right fallopian tube is 7.1 x 0.7 cm, with delicate fimbriae. The serosa is violaceous and smooth with paratubal cysts. Cut sections reveal a pinpoint lumen. Present within the proximal aspect of the fallopian tube is a 3.0 x 0.1 cm metallic coiled device. Cassette summary: (a1) cervix; (a2) uterine wall; (a3) anterior lower uterine segment defect and left fallopian tube; (a4) right fallopian tube. Fm. Concerning injuries reported in this case the following ones were described in patient medical records: vaginal discharge , menorrhagia, secretion discharge, itching, alopecia, joint pain, pelvic pain, fatigue. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Amendment: the report was amended on 11-jan-2019 for the following reason: previously distributed follow-up of 04-jan-2019 was significant, erroneously marked as non-significant follow-up. Lot number was newly added. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain") in a 51-year-old female patient who had essure (batch no: 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, caesarean section (pregnancy) on (B)(6) 2007, carpal tunnel release (carpal tunnel) on (B)(6) 2007, gravida I, parity 1 (date of births: on (B)(6) 2007), haemorrhage in pregnancy in 2006, premature birth (baby¿s due date was on (B)(6) 2007) on (B)(6) 2007, discomfort, menstrual disorder, pruritus genital, insomnia and dysfunctional uterine bleeding. Previously administered products included for type 2 diabetes: metformin and tresiba. Concurrent conditions included obesity, blisters, pruritus and nickel sensitivity. Family history included type ii diabetes mellitus and cerebrovascular accident. Concomitant products included levothyroxine sodium (synthroid) for thyroid activity decreased as well as amphotericin b (amphotericin), clotrimazole, cyanocobalamin, fluconazole (diflucan), glibenclamide (glyburide), ibuprofen (motrin), metformin, miconazole nitrate (monistat), oxycodone hydrochloride;paracetamol (percocet) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("debilitating joint pain / joint pain / persistent and severe joint pain / all over joint aches / joints pain(acute , severe and persistent)"), vulvovaginal pruritus ("sour smelling vaginal discharge accompanied by itching and burning pain"), libido decreased ("decreased libido /low libido"), dyspareunia ("painful intercourse") and abdominal pain ("abdomen pain(acute , severe and persistent)"). In 2010, the patient experienced fatigue ("fatigue / chronic fatigue"). In 2012, the patient experienced alopecia ("lost half of hair / hair loss"). In 2013, the patient experienced hypoaesthesia ("numbness on thigh / numbness in extremities / numbness on my left thigh") and anaemia ("anemia"). On an unknown date, the patient experienced secretion discharge ("mucus-y"), vaginal discharge ("sour smelling vaginal discharge accompanied by itching and burning pain / odorous vaginal discharge"), vulvovaginal burning sensation ("sour smelling vaginal discharge accompanied by itching and burning pain"), dysmenorrhoea ("periods have become progressively more painful"), menorrhagia ("with extremely heavy bleeding / excessive menses"), pain ("all over body aches"), vitamin d deficiency ("vitamin d deficiency"), insomnia ("insomnia"), hypothyroidism ("inactive thyroid"), pruritus ("itching(itchiness)/external itching"), burning sensation ("burning"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia-like symptoms"), hypersensitivity ("hypersensitivity reaction") and blister ("blisters"). The patient was treated with diphenhydramine hydrochloride (benadryl itch), estrogens, ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypoaesthesia, alopecia, arthralgia, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysmenorrhoea, menorrhagia, pain, fatigue, anaemia, vitamin d deficiency, libido decreased, insomnia, hypothyroidism, burning sensation, dyspareunia, abdominal pain, allergy to metals, fibromyalgia, hypersensitivity and blister had resolved and the secretion discharge and pruritus was resolving. The reporter provided no causality assessment for alopecia, arthralgia, dysmenorrhoea, hypoaesthesia, menorrhagia, pain, secretion discharge, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus with essure. The reporter considered abdominal pain, allergy to metals, anaemia, blister, burning sensation, dyspareunia, fatigue, fibromyalgia, hypersensitivity, hypothyroidism, insomnia, libido decreased, pelvic pain, pruritus and vitamin d deficiency to be related to essure. The reporter commented: she not sought medical treatment for joint aches, chronic fatigue, hair loss, excessive menses, painful intercourse, low libido, numbness in left thigh 3 coils were noted within the endometrial cavity, 3 coils remained within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: occlusion coils are visualized in the proximal fallopian tubes "bilaterally". Pathology test: on (B)(6) 2015: specimen source: a. Uterus, bilateral fallopian tubes clinical history: final pathologic diagnosis: uterus (85.9 grams) and fallopian tubes: cervix, negative for cin and glandular atypia, endometrium, benign [proliferative phase] endometrium without hyperplasia, polyp or atypia, myometrium, c-section scar serosa, [no pathologic abnormality: fallopian tubes with previous ligation the left fallopian tube is 6.4 x 0.7 cm, with delicate fimbriae. The serosa is violaceous and smooth. Cut sections reveal a pinpoint lumen. Present within the proximal aspect of the fallopian tube is a 3.5 x 0.1 cm metallic coiled device. The right fallopian tube is 7.1 x 0.7 cm, with delicate fimbriae. The serosa is violaceous and smooth with paratubal cysts. Cut sections reveal a pinpoint lumen. Present within the proximal aspect of the fallopian tube is a 3.0 x 0.1 cm metallic coiled device. Cassette summary: (a1) cervix; (a2) uterine wall; (a3) anterior lower uterine segment defect and left fallopian tube; (a4) right fallopian tube. Fm. Concerning injuries reported in this case the following ones were described in patient medical records: vaginal discharge , menorrhagia, secretion discharge, itching, alopecia, joint pain, pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.